Event description:
Product was returned as implant failure at 6 months. Patient's oral hygiene was described as good, and bone condition was described as moderate. Doctor stated that the implant was removed because of infection.